Event description:
It was reported that during the acute thrombectomy procedure, the physician could not rotate the guidewire (subject device) and encountered friction advancing the guidewire (subject device) within the microcatheter. Upon removal of the guidewire (subject device) it was found to be fractured 4cm from the distal end. The physician replaced the guidewire with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire was returned broken/fractured in 2 segments (5.1cm distal segment and 209.9cm proximal segment) the segments were connected by stretched platinum wire. In the proximal segment, the nitinol tubing was returned broken with the core wire exposed. In the distal segment, the nitinol tubing was returned broken, no core wire was exposed. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. A functional inspection could not be completed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During analysis it was noted that the guidewire was broken/fractured in 2 segments (5.1cm distal segment and 209.9cm proximal segment) with core wire exposed at the proximal segment. The segments were connected by stretched platinum wire. It is probable that the guidewire experienced high tension and/or torsion forces while navigating inside the microcatheter, the exposed core wire may indicate the device fractured during the manipulation in the microcatheter when the reported friction was noted. The hydrophilic coating was hydrated there were no anomalies noted. An assignable cause of procedural factors will be assigned to the as reported and as analysed event of guidewire broken/fractured during use and the as reported event of guidewire friction as well as the as analysed event of guidewire distal tip stretched as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the acute thrombectomy procedure, the physician could not rotate the guidewire (subject device) and encountered friction advancing the guidewire (subject device) within the microcatheter. Upon removal of the guidewire (subject device) it was found to be fractured 4cm from the distal end. The physician replaced the guidewire with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.